Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, the patient experienced continuous glucose monitoring (cgm) inaccuracies and a hypoglycemic event. Patient reported waking up and feeling low. The cgm blood glucose (bg) level read 140 mg/dl, with the bg meter value was 51 mg/dl. Five (5) minutes later the bg meter value was 53 mg/dl. No medical intervention was reported. It's not known what treatment was provided to patient. No additional patient or event information was provided. No product or data was provided for investigation. The reported event could not be confirmed. The root cause could not be determined.